Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not booting up due to the drawer main 2.1 controller board being bad. A field service engineer (fse) replaced the drawer board and the module board on drawer 2. The station was brought back up, and it booted up normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering up and had remained offline in remote support service for approximately one hour. The customer rebooted the station, but the issue persisted. It was also confirmed that there were no issues with the power outlet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.